Event description:
The caller reported that the fenestrated disposable tracheostomy tube was inserted in the pt in 2009 and a leak was found in the pilot line 3 days later. A hemostat was placed on the pilot line, and the leak seemed to subside. A non-routine removal of the tracheostomy tube was performed later on the same day.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.